Event description:
X-ray revealed the plate to be broken. Pt has not been revised as of this date.

Manufacturer narrative:
Summary of eval: the device is not mfg in the u.s. Device was never rec'd for eval.